Manufacturer narrative:
B3 date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, cause not established. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cystonephrofiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a deformed channel mount was found. There was no patient involvement.